Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device did not meet acceptance criteria of the evaluation process, "could not put in blower hours or operational hours, initial start up". During the evaluation of the device it was confirmed that they could not put in blower hours or operational hours, initial start up, an inoperative message was present on the lcd screen. The unit initially powered on but could not repeat as the unite powered off and will not power on or operate at all. The customer has requested no repairs be done to the device. The unit was not serviced and may not be appropriate for use on a patient in its current condition.

Event description:
During the evaluation of the device at the manufacturer's service center, the device did not meet acceptance criteria of the evaluation process, "could not put in blower hours or operational hours, initial start up". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.